Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The field service representative stated the customer received questionable calcium results on their c311 analyzer. The customer provided data for four patients, of which one had discrepant results reported outside the laboratory. The repeat testing was performed on the initial analyzer. The patient's initial calcium result was 10.2 mg/dl. On (B)(6) 2011, the customer re-calibrated, reran quality control, and repeated all the previous day's calcium results. The patient's first repeat result was 8.4 mg/dl. The second repeat result was 9.9 mg/dl. The customer considered the repeat results to be correct. There were no adverse events. The calcium reagent lot number was 64932001 and the expiration date was 03/31/2012. The field service representative (fsr) could not find a root cause, but it is probably related to the calibration used by the evening shift. The customer re-calibrated using fresh calibrator and performed quality control with results within customer's specification. The fsr checked the rinse mechanism and the sample and reagent probe alignment. He checked the lamp and photometer cell blank. He performed a precision study, verified with very good precision.

Manufacturer narrative:
A definitive root cause could not be determined. The problem was most likely caused by a faulty calibration since after re-calibration no further issues were seen. No adverse events were reported.